Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's site was no longer bleeding and was activated. The recipient is wearing the device. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly taken to the emergency room a few days after implant due to bleeding at the incision site. The recipient presented with pain/discomfort. The incision was reportedly reglued. An ultrasound was performed and revealed a small pocket of fluid. The recipient's pain was reportedly manageable.